Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection a stylet intended for use with the lead was inserted but could be advanced only 1 cm towards the tip of the lead. Thus the functional test of the helix fixation mechanism was not properly feasible. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In summary, coagulated blood was found in the lumen of the lead, which was introduced most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The patients lead perforated the heart. The physician tried to reposition it but the screw would not retract. It was replaced with a similar lead. Should additional information be received, this file will be updated.